Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported vent inop 1012 .the customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the horizontal encoder and verticular actuator to address the reported problem. Device tested and returned to full functionality. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Event description:
Customer reported blower assy defective .the customer reported there was no patient involvement.